Manufacturer narrative:
Results of investigation: a vyaire field service technician was able to verify the reported issue. Bench testing revealed a faulty front panel. The front panel was replaced and the reported issue was resolved. The device passed all testing and met all vyaire specifications.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator's screen went blank. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.